Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-8988-cp fiberlock suspension system had an issue during a cmc arthroplasty procedure on (B)(6) 2024. When the surgeon was inserting the anchor, the trajectory was good, but then the anchor bent when it was partially through the canal. Everything was removed from the patient in one piece, and nothing broke inside the patient. Another ar-8988-cp fiberlock suspension system with different lot number 15102277 was used to complete the procedure successfully with no patient harm. There was no case delay and no additional anesthesia was administered. The complaint device was discarded and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.